Event description:
Complaint received concerning air/flow issues with use of two 42646-06 transpac IV mtg. Kits. It was reported that following pt. " transfer to cvicu air in line once they drew back from safeset to take blood samples. Air is between the safeset and the distal portion of line attached to patient". The devices were removed and replaced with no further issues. There were no reported adverse patient consequences and or outcomes.

Manufacturer narrative:
Device return: set-up returned consisting of one(1) used 42646-06 transpac IV mtg. Kit w/ safeset resv. Attached (distal end) to an unknown catheter. Attached to the spike of the mtg set was a 1000ml hospira saline bag with handpump pressure infusor. Visual inspection (pre and post decontamination) was performed. The results recorded no visual abnormalities. Engineering testing and analysis: the returned 42646-06 monitoring kit was tested per the applicable product specifications. The results recorded no attachment issues, leakages and or out of spec conditions. Additional analysis was performed in attempts to replicate the reported product issue. The 42646-06 device sets safeset was activated, the syringe was slowly drawn back. There were no issues, or air anomalies. A second attempt whereby after activating the safest, the syringe was quickly drawn back resulted in creating a vacuum. The report documents air was pulled out of the solution due to the vacuum. Even after equalization the air pulled from solution was observed to still be in the line. Lot build record review - a review of the mfg. Lot database for the reported lot# 2816075 (mfg. Date 02/2014) shows (B)(4) units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build. Findings: engineering testing and analysis of the returned 42646-06 transpac monitoring kit to the product specifications recorded no performance issues and or out of spec conditions. Additional testing and analysis utilizing non-standard usage/techniques was able to replicate the reported failure by quickly drawing back the safeset reservoir which did create a vacuum in the line. The directions for use provides specific instructions concerning blood sampling using the safeset reservoir. For optimal performance it is recommended that care be taken during blood sampling so that no vacuum is created during drawback. This report will be provided to the facility contact for their review/records.